Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited a high out of range shock lead impedance measurement, measuring greater than 125 ohms. All other lead measurements were within normal range. The patient was scheduled for a device upgrade procedure. Subsequently, during the device upgrade procedure, the physician opted to test the right ventricular (rv) shock impedance by delivering a 41j shock. As a result of the 41j shock delivery, the impedance measurement was 80 ohms, within normal range for this lead. The physician opted to leave the rv lead implanted at this time. No adverse patient effects were reported.